Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their dentist has advised them to not wear the aligners due to gum disease that was attempted to be resolved by deep cleanings. They will be getting lanap laser surgery for the gum disease issue. Patient also said that they have bone loss due to the gum issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.